Event description:
It was reported the patient was not having the pain relief even though she had an adequate stimulation coverage. The sjm representative met with the patient on (B)(6) 2013 and provided new programs. The patient was advised to meet with her pain management doctor regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.